Event description:
It was reported to boston scientific corporation on 08/11/2009, that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(4)2009. According to the complainant, during the procedure, the physician found that the sheath of the device was kinked about 30 cm from the tip of the device. The physician used the device because the wire lumen and the balloon lumen both seemed fine to use. The working length of the catheter tore off at the kinked point when inserting the device into the patient. No fragments detached or fell into the patient. The procedure was completed using another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).